Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the retainer ring, reservoir tube and reservoir unable to lock found after dog chewed on pump on 15-sep-2025. The sc1-cap does not lock properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, dog chew marks, overlay scratched, broken reservoir tube lip, missing o-ring, pillowing keypad overlay and detached retainer. Cosmetic damage was confirmed at reservoir tube during analysis. Retainer ring damage confirmed. Confirmed reservoir unable to lock into placed during analysis. Confirmed dog chew marks on pump during analysis. For additional information regarding the tests performed refer to (B)(4)¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a damaged retainer ring and the reservoir was unable to lock into place. The customer also reported that the plastic part of the reservoir tube side was bent inwards which affected the insulin pump's functionality. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.